Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call of keypad issues with his wife's insulin pump. Customer states act button on the key pad is unresponsive. The patients' blood glucose level was 329mg/dl. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. The insulin pump is being replaced, but not returned.